Manufacturer narrative:
The device reported is an abbott product that is marketed internationally which is the same or similar to a device that is marketed domestically. Abbott nutrition standard procedures includes attempting to obtain all required information from the source.

Event description:
The complainant reports an under delivery. The intended delivery was 144ml at a rate of 36ml/hr over a period of 4 hours, however, the patient actually received 50ml.